Event description:
(B)4) catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was chosen for implant. Patient was reported to have a pericardial effusion that has "waxed and waned" prior to procedure. At time of procedure, a small pericardial effusion was present. On an unknown date more than a month post-procedure, imaging did not show any effusion. A transesophageal echocardiogram (tee) on (B)(6) 2026 showed the pericardial effusion had returned. There was a significant size change in the pericardial effusion from the procedure time point as well as the change from the 1.5 months follow-up computed tomography (CT) to the 90-day follow-up tee. It was reported patient was clinically asymptomatic and no intervention or medical treatment was reported for the pericardial effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.